Manufacturer narrative:
The customer declined on site service.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that their classic patient information center (pic) was freezing. The device was in use on a patient. There was no report of patient or user harm.